Event description:
It was reported that difficulties were experienced inserting the obturators on multiple, (approximately 8-16), size 5.5 ped, pediatric tracheostomy tubes. The problems were detected prior to insertion. There was one (1) pt involved with no reported pt injury. The size 5.5 ped devices are reportedly available to be returned to the manufacturer for identification, analysis and investigation. One (1) size 5.5 ped was received on 4/27/98 for decontamination, analysis and investigation. The manufacturers device evaluation results are recorded on section h. Of this report.